Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with broken reservoir tube lip and battery tube threads, cracked case at display window corners and case at reservoir tube window corners and minor scratches on lcd window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error after jumping into the pool. Customer stated there is fluid under the lcd display. The customer also reported that on (B)(6) 2014 she noticed the insulin pump has a crack at the reservoir compartment and now a plastic piece is missing. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.